Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported infection could not be conclusively determined.

Event description:
Related manufacturer reference: 3002953813-2017-00017. Following a sacroiliac joint radiofrequency procedure, the patient developed an infection. The procedure was completed using the disposable stainless steel electrodes through a non-abbott needle. The patient then developed an infection and was admitted to the ICU. The patient was in critical condition with multi organ failure. The source of infection remained unknown at this time. Further information has been requested but not received.